Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008 the patient underwent: 1. Decompressive laminectomy l4-5, partial l3, with bilateral neural foraminotomies l3 to s1. 2. Posterior longitudinal transverse process and anterior facet fusion with rh-bmp2 allograft/autograft and prp matrix, l3 to s1. 3. Cortical screw fixation, l3 to s1. 4. Ssep direct pedicle screw stimulation technique. As per op notes, laminectomy/laminotomy and diskectomy was done proceeding primarily the l4 and l5 lamina but partial l3 undercutting; and then neural foraminotomies of the exiting l5 nerve root at the l4-5 level. Next, using the cortical screw and rod fixation with appropriate drilling, tapping and placing 55 to 65mm screws and then down from l3 to s1, with contoured rod and 80 inch torque nuts with excellent screw fixation. Then rh-bmp-2 was prepared per manufacturer's specification with the collagen sponge and per manufacturer's specification mixed with local re-harvested bone and then placed in the fusion bony fusion. The patient tolerated the procedure without any complications. (B)(6) 2008 the patient underwent: 1. Revision instrumentation pedicle screw and rod fixation, right l2-s1. 2. Revision posterior lateral inter facet and transverse process fusion with rh-bmp-2 l5-s1. 3. Revision hemi laminectomy right l5-s1. 4. Scar revision 8cm. As per op notes, at first, the rod was removed and then the screw tested and no breakthrough was found. Then screw at l5 was removed and the site was inspected but no perforation was identified. Then the pedicle screw was tested up and down and perforation was identified in this region. The region was copiously irrigated on the screw was left out because of contralateral screw fixation. Then the instrumentation was reconstructed, facet complex, lateral pars and medial transverse process were re-drilled. The rh-bmp2 and bone graft in the l5-s1 region was on the right was replaced. Then the instrumentation and locking rod were reattached and the 80 inch self-torquing nut mechanism was secured. Patient tolerated the procedure well without complications. Post operatively patient sustained unspecified injuries due to rhbmp-2.